Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 444 mg/dl at time of incident and current blood glucose level was 443 mg/dl. The customer had symptoms such as chronic urination and dry mouth. The customer was treated with insulin pump. It was reported that the insulin pump had insulin flow block alarm. The customer does not allege under delivery. The customer was advised to confirm accuracy of bolus wizard settings. The insulin pump will not be returned for analysis.